Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient presented with chest pain and not feeling well. The r-waves were 0.9 millivolts and there was no capture. The right ventricular (rv) lead had perforated the rv and was confirmed via x-ray. The patient was admitted and a lead revision was performed. The original lead was used and the helix was extended in another location. Lead measurements looked good and the patient is stable. No additional adverse patient effects were reported.